Manufacturer narrative:
One blue line ultra tracheostomy (trach) tube was returned for analysis in used condition. Under visual inspection the trach was noted to be in good condition. The manufacturing process was reviewed with no discrepancies. An inflation test was performed for up to 12 hours on the sample; noting the cuff was still inflated. Based on the evidence, the root cause was not found as the complaint was not confirmed.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical tracheostomy tube was noted to have a cuff leak after one hours of use.